Manufacturer narrative:
(B)(4): the customer reports a failure to discharge and that the therapy cable was not connected. The users switched to a different defibrillator to treat the pt. There was no negative impact to the involved patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports a failure to discharge and that the therapy cable was not connected. The users switched to a different defibrillator to treat the pt. There was no negative impact to the involved pt.